Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer stated the device did not work on arrival. It does not pass opcheck. There was no report of pt involvement.